Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery with mild tortuosity and moderate calcification. A 3.5 x 38 mm xience prime stent was deployed; however, a distal edge dissection occurred. An additional 3.5 x 12 mm xience prime stent was deployed to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was received.